Manufacturer narrative:
(B)(4). This report is 1 of 2 complaint records. The related skin reaction is documented under (B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. After insertion she felt a reaction (itchiness and discomfort) developing under the patch and continued to wear the sensor for the entire 10-day period. At removal, the area under the sensor patch was red and lumpy with inflammation, pimples, and itching sensations. The imprint of the transmitter was visible and the area surrounding the over patch had a red rim around it. The area of the sensor had worsened (was more red and lumpy), and the rash had spread beyond the patch and across her stomach. The healthcare personnel (hcp) prescribed montelukast (10 mg tablet for 10 days), zyrtec (one tablet/day), and topical eleuphrat steroid cream (2 times per day). She was advised her to see her general practitioner doctor. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.